Manufacturer narrative:
After battery installation, device displayed a critical pump error due to signs of previous moisture presence around the battery and force sensor connectors and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error with the open book image. The insulin pump had broke. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.